Event description:
It was reported from the patient's spouse that approximately one month following the implant of the implantable pulse generator (ipg), the patient kneeled over in extreme pain and was hospitalized for 10 days. The patient was in a semi-conscious state and was treated with a laxative. The patient was not put back on his routine medications for treatment of diabetes, high cholesterol, high blood pressure, gastro esophageal regurgitation disease, and an anticoagulant. The patient was transported back home via air ambulance. During the flight, the patient's heart stopped and CPR was performed but was unsuccessful. An autopsy was requested by the patient's spouse and she was told it was not possible. The patient's spouse inquired why he could not be revived and asked if the ipg malfunctioned. It was also reported that 2 months prior to death, the patient was noted to have blood in the urine which was left untreated and the patient suffered a myocardial infarction 2 years prior. No additional information is available.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).